Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It is reported secondary line to fully back flow into the primary bag, despite being hung at a higher level.

Manufacturer narrative:
One photo was submitted by the customer for quality evaluation. The photo shows the backflow check valve along with a bd smartsite y-site. Unfortunately, the photo provided does not show the backflow issue and therefore, the customer complaint of flow issues - back flow could not be confirmed. Due to not having the physical sample available to investigate, a full product investigation and root cause analysis could not be conducted. A device history record review could not be performed because the lot number is unknown.